Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. An additional lot number was reported (m015517).

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels in the high (200's mg/dl) the customer would change supplies to stabilize bg level. The customer stated to believe elevated bg levels are due to pump. Reportedly, the customer verified that pump settings are correct. The customer stated that a bolus for meals would be taken and bg's would still be elevated. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. It was indicated that the customer had backup pump available as alternate insulin therapy.